Event description:
It was reported a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had the routine one-year routine follow-up and a intracardiac echo (ice) had been completed, noting a 2.2mm device leak. As a result, the patient medication was continued until the leak closes. The patient was discharged home.